Event description:
It was reported to manufacturer that the vns patient had his third generator replacement. The generator was replaced because of an increase in seizure activity. Battery life calculation on the patient's generator revealed that the generator was not at end of service. Diagnostics performed on the device were within normal limited. Good faith attempts to obtain additional information regarding the reported event from the physician are underway.